Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with unknown mentor smooth gel implants experienced bilateral capsular contracture post procedure. The capsular contracture was making the implants ride higher. The capsular contracture was stated to be more pronounced on the right side, however, the baker grade was not provided. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-11950 for contralateral prosthesis report.